Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that physician replaced a 3.5 cuff with a 4.5 cuff. System cycled and cuff not closing enough to stop urine leakage. The patient leaking urine due to atrophy of uro three where cuff was located.